Event description:
It was reported following a percutaneous coronary intervention (pci), an angio-seal sts plus was selected for use. It is unk whether a pre-deployment angiogram was performed or not. The angio-seal was deployed without any problem. Two days after deployment, a retroperitoneal bleed was detected via ultrasound. The pt underwent a surgical procedure that same day and the anchor was removed, but the collagen could not be located. The pt was reported to have been stable and recovering after surgery. Add'l info was not available.

Manufacturer narrative:
No product was returned for eval. The exact lot number of the product used in this event was unk; however, the customer reported that the product was from one of these three lots, 3218548, 3198787, 3218129. Review of the device history records confirmed the subject lots (3218548, 3198787, 3218129) met mfg requirements prior to shipment. The mfg and use by/before date are as follows: lot 3218548: mfg date: (B)(4) 2010; use by/before date: (B)(6) 2011. Lot 3198787: mfg date: (B)(4) 2010; use by/before date: (B)(6) 2011. Lot 3218129: mfg date: (B)(4) 2010; use by/before date: (B)(6) 2011. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.